Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic bulla resection procedure, after the third firing, the doctor found that a yellow plastic fragment was left inside the thoracic cavity. The fragment was about 4 to 5mm in size. It was considered to be a fragment of the yellow tab attached to the new reload. The yellow plastic fragment that fell into the patient's thoracic cavity was retrieved. When checking the inside of the jaws of the reload, it was confirmed that a small yellow plastic fragment was remained in the tip part of the knife advancing part. The device was retrieved by using a thoracoscopic forceps. After retrieving the fragment, the doctor checked with thoracoscope whether there were other objects which had fallen. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the shipping wedge. A fragment of the shipping wedge was returned. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was fully fired and functioned as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the reload channel rather than away from the channel, or if the reload is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of obstruction/knife damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.